Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this gladiator device was examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an inflation unit, and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal marker band, which confirms the event. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: updated review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the gladiator device confirmed that the event of balloon- leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient anatomy and / or condition.

Event description:
Reportable based on device analysis completed on 27may2026. It was reported that balloon leak occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified arteriovenous fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the second inflation at 18 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There was no patient complications reported. However, returned device analysis revealed a balloon pinhole.